Manufacturer narrative:
Complaint evaluation the customer requested that an authorized support engineer be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a damaged rubber button cover. The defective part was requested and confirmed shipped/delivered for replacement to resolve the noted issue. Customer resolution and conclusion based on the conclusion of the evaluation, it was determined that this was a malfunction of the rubber button cover. The part was replaced to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's buttons were worn. There was no patient involvement.